Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 478 mg/dl and an unspecified ketone level. The cause was not known. The customer went to the emergency room and was treated with intravenous fluids of saline and insulin. The customer was released on the same day with no permanent damage and the issue resolved. Tandem technical support performed pump system check and no issues were identified.